Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported a check sum error message and the system would not boot up. No patient injury was reported.